Manufacturer narrative:
Customer contacted dornier medtech on (B)(6) 2013 to arrange a service call for the dornier holmium laser hd1308. The customer stated that the laser continued to fire for a brief period (<10 sec) which resulted in a small burn to the pt. A dornier service engineer was sent out to inspect the machine on (B)(4) 2013. It was determined that the shutter mounting bracket was bent which could inhibit the proper closing of the shutter. The shutter bracket was replaced. The x, y and z axis were adjusted and the machine passed all electrical safety tests. The laser was reset and is currently operating to OEM specifications with no errors or discrepancies.

Event description:
It was reported that the laser continued to fire for a brief period after releasing the footswitch. Pt received a small burn. No additional medical treatment was reported.